Event description:
The customer reported her blood glucose reached 350 mg/dl less than 24 hours after the pod was activated and that she noticed the needle never inserted the cannula into her skin.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported needle mechanism failure to fire and deploy the cannula or determine its root cause. Cation records were reviewed, and the product lot met all acceptance criteria.